Event description:
Customer called to report that the immage 800 immunochemistry system (serial number (B)(4)) generated erroneous immunoglobulin g (igg) and albumin (alb) results on one patient sample. Customer stated that the original results were reported outside the laboratory; however, patient treatment was not affected as the results were amended with the results generated by another immage instrument (serial number (B)(4)) upon repeat of the patient samples. The field service engineer (fse) inspected the instrument and found a leak between the reagent valve and syringe. The fse replaced both the valve and the syringe, as well as the in-line filters. The fse then flushed the probes, rebuilt the vacuum pump, and performed all instrument alignments. Finally, the fse verified the repairs per established procedures after finding that the results met published performance specifications. Therefore, the services performed by the fse effectively resolved the instrument issues.

Manufacturer narrative:
(B)(4).